Manufacturer narrative:
One used plum 150 ml burette set was received for evaluation. The secondary port clave from the top of the burette was separated and broken off from the port. Stress marks and a rigid break were observed on the clave and on the tubing in the port. The set was leak tested and leakage was observed. The complaint of broken clave and leakage can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/15/2025.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that experienced breakage and leakage. It was stated in the report that the clave broke, causing leakage. There was patient involvement, but no patient harmed.